Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient underwent surgical intervention (B)(6) 2019 wherein the ipg was relocated. Surgical intervention resolved the patient's issue.